Manufacturer narrative:
Review of the manufacturing records indicated that the lead met all of the requirements of the specification during inspections. The reported issue could not be investigated, because unfortunately, the device was lost at the expertise location. Given that during the first attempt to position the lead, the screw was successfully extended, and based on previous similar cases, the most likely hypothesis could be related to friction caused by blood residue into the screw mechanism. These residues could be located either within the screw housing or at the inner coil, infiltrating through the seal. If the lead is recovered, the investigation will be completed. H3 other text: unfortunately, the device was lost at the expertise location.

Event description:
Reportedly, during the implantation attempt an issue was faced with the screw mechanism. The screw was not able to be extended into the heart cavity. The lead was not implanted and a new one was used

Event description:
Reportedly, during the implantation attempt an issue was faced with the screw mechanism. The screw was not able to be extended into the heart cavity. The lead was not implanted and a new one was used